Manufacturer narrative:
As received, a complete lead was returned in one piece. The tines were intact. Visual and x-ray analysis did not find any anomalies. Electrical testing did not find any indication of conductor fractures or electrical shorts. The reported event of difficult to insert was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure, the right atrial lead could not be fixed. The physician made several unsuccessful attempt to re-position the lead. The procedure was completed with a replacement. No adverse patient consequences were reported.